Manufacturer narrative:
(B)(4). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation, however it is not expected as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02820, 02822, 02824, 02825, 02826.

Event description:
It is reported that patient underwent a left total shoulder arthroplasty. Subsequently, pain and instability were noted at six (6) week post-operative follow-up. Pain was noted to continue at three (3) month post-operative follow-up, however has since been noted to resolve. Glenoid radiolucency was additionally noted approximately three (3) months post-operatively. The issue is reported to be tolerated. No revision procedure has been indicated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.